Event description:
My dexcom 7 failed to deploy into my skin. I depend on a closed loop system to control my type 1 diabetes. The readings that come from the dexcom 7 determine how much insulin is released from my insulin pump. When those readings are off or not available due to dexcom not deploying or not reading properly, it causes the amount of insulin I automatically receive to be too little causes high blood sugar or too much insulin causes low blood sugar. This is only one of the many issues that I have experienced in the short 2 months xi have been using the dexcom 7.